Manufacturer narrative:
(B)(4).

Event description:
This was a left-sided lead extraction to remove three non-functional cardiac leads. Per the physician, this was a difficult case. The patient was diabetic, receiving dialysis, and presented with extremely calcific vasculature. The ra lead (bsc 4470, implanted 120 months) and lv lead (bsc 4517, implanted 120 months) were removed with only very small portions of the leads remaining behind. During the extraction of the rv dual coil ICD lead (bsc 0184, implanted 120 months), the sutures that were tied to the insulation kept snapping. Discussing the case with the physician almost two weeks later, the physician disclosed that the lld-e that was used to prep the rv lead broke during the case. It was felt that the physician exceeded the tensile strength of the lld. There is no allegation or evidence of device malfunction.